Manufacturer narrative:
Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor exploded prior to patient use. The set was filled with benzylpenicillin 10800mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 21, 2020 - april 22, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a fluid inside the bag that contained the sample which indicated a leak had occurred. Further inspection revealed the cause of the leak was due to a broken tube at the junction of the white flow restrictor. The bladder was observed intact. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.